Event description:
Poor wound healing. The patient underwent surgery for lumbar disc herniation. During the surgery, the doctor used fluid gelatin to stop bleeding. Six days later, the drainage tube was removed and bacterial pcr showed positive results for staphylococcus epidermidis. Postoperative infection of the lumbar spine was considered, and puncture and fluid extraction treatment was performed. Vancomycin and ultrasound-guided indwelling perfusion irrigation treatment were performed. Wound healing and discharge.

Manufacturer narrative:
There is not enough information to perform a comprehensive evaluation, and follow-up questions is forwarded to the reporter (if possible as the case is received from the ha in china). Based on the limited information it cannot be ruled out that surgiflo caused or contributed to the event. A known risk when using gelatine hemostats are infection however, this is a general risk in all surgeries. Batch file review was performed and it has been evaluated that the finished product and all incoming materials meet all release criteria and is not affected by any deviations with relation to this case. In addition, there have not been other complaints for this batch.

Manufacturer narrative:
There is not enough information to perform a comprehensive evaluation, and follow-up questions is forwarded to the reporter (if possible as the case is received from the ha in china). Based on the limited information it cannot be ruled out that surgiflo caused or contributed to the event. A known risk when using gelatine hemostats are infection however, this is a general risk in all surgeries. Batch file review was performed and it has been evaluated that the finished product and all incoming materials meet all release criteria and is not affected by any deviations with relation to this case. In addition, there have not been other complaints for this batch. As it is stated that the infection was caused by staphylococcus epidermidis (as in qn (B)(4), it is evaluated that the cause is not related to the use of surgiflo but the hospitals procedures. Thus, no causal relationship between surgiflo and the event. The case does not constituent an adverse event, and it is therefore not reportable.

Event description:
Poor wound healing. The patient underwent surgery for lumbar disc herniation. During the surgery, the doctor used fluid gelatin to stop bleeding. Six days later, the drainage tube was removed and bacterial pcr showed positive results for staphylococcus epidermidis. Postoperative infection of the lumbar spine was considered, and puncture and fluid extraction treatment was performed. Vancomycin and ultrasound-guided indwelling perfusion irrigation treatment were performed. Wound healing and discharge. As it is stated that the infection was caused by staphylococcus epidermidis (as in qn (B)(4), it is evaluated that the cause is not related to the use of surgiflo but the hospitals procedures. Thus, no causal relationship between surgiflo and the event. The case does not constituent an adverse event, and it is therefore not reportable.